Event description:
It was reported that the ECG and spo2 functions of the device were inoperable. There was no harm to the patient as a result of the reported product problem.

Manufacturer narrative:
The device is a battery-powered automated external defibrillator (AED) and the actual device involved was evaluated. Testing confirmed the complaint an ECG malfunction. The cause of the ECG malfunction was isolated to two broken wire leads on the ECG connector. The ECG connector assembly was replaced to restore normal device function. No problem was found with spo2 (pulse oximeter) function.